Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that she woke up and felt dizzy. The customer noticed that there were blood all over the site and quick release. The customers stated that the site does not show signs of infection. The customer was advised to speak to health care provider about bruising. The customer was advised to monitor issue.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.